Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer fse. According to fse, the ventilator tested with circuit and test lung, could not duplicate problem. The logs was examined by fse, no problems noted in logs. Test ventilator in all modes, all parameters display properly. Download logs, perform all functional, pre-use and electrical safety tests. Unit passes all tests and is cleared for clinical use. The root cause for the reported problem could not be determined.

Event description:
It was reported that the ventilator did not display minute and tidal volume values on the screen while on patient. There was no patient harm. Manufacturer's ref.#: (B)(4).